Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had experienced high blood glucose level of 587 mg/dl and had diabetic ketoacidosis for twenty-four hours, and moderate ketones. The customer was not hospitalized. Troubleshooting was offered but the customer declined, since the issue was a past event. They stated that they had contacted their doctor and would like to wait until the weekend for any troubleshooting to be performed. The customer also reported that the insulin pump had alarmed no delivery, three times. At the time of the phone call the customer's blood glucose was 127 mg/dl. The caller stated that the 6mm cannula was not working for the patient, because they were bending. The caller stated that the no delivery alarms were resolved by a complete set change of reservoir and infusion set. Nothing further was reported.